Event description:
During the procedure, when the physician attempted to cross angioguard xp ((B)(4), complaint product) over the target lesion, the floppy tip became unraveled and could not cross the lesion. The pt's gender and age were unk. The target lesion was carotid artery. There were heavy calcification and vessel tortuosity, the rate of stenosis was 95%. The product looked normal when taken from the packaging. There was no difficulty tracking the device to the lesion but there was some resistance when attempting to cross the lesion. It is unk if there was any excessive force used to attempt to cross the lesion with the device. It is unk if the device became stuck in the lesion. There was no excessive force used to remove the device from the vessel. The ag was removed from the pt body. Another product (details unk) was used and the procedure was completed without any other problems. There was no adverse consequence to the pt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.